Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: you should avoid activities which could expose your pump to temperatures below 41ºf (5ºc) or above 98.6ºf (37ºc), as insulin can freeze at low temperatures or degrade at high temperatures.

Event description:
It was reported that multiple malfunction alarms occurred. Reportedly, the pump was exposed to high temperatures and humidity. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.